Event description:
Pathological markers cd30+ and alk- confirming alcl have been received.

Manufacturer narrative:
Continued h6 codes: f15 - recognised device or procedural complication. The event of lymphoma - alcl - confirmed is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is: lymphoma - alcl suspected and "fluid".

Manufacturer narrative:
Explant surgery is planned for the future. The event of lymphoma and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency received information from a physician who reported alcl. "This is a pre-operative diagnosis of bia-alcl at present based on the results of the test on the fluid around [their] left breast implant" and the explant is planned. This record is for the left side. Device remains implanted. Pathological markers were not provided.